Event description:
Invalid result (s). Test cassette did not produce a result.

Manufacturer narrative:
Batch records, final product manufactured, and qc records have been reviewed for lot cov2020013. No abnormal issue was found in the manufacturing process, technical testing, and quality control inspection, the manufacturing process copmlied with the dmr. Retention samples met the qc criteria. The reported issue was not found. This complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Test cassette did not produce a result.